Event description:
A flogard infusion pump was observed with an f94 alarm code. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was visually and functionally tested at the baxter service depot. The cause of the f-94 alarm code was determined be a defective battery. The battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.